Event description:
Holter eeg administered to a (B)(6) female child, within the scope of nocturnal bed-wetting, with 8 39in/100cm gold cephalic electrodes on (B)(6) 2012. The same evening a tingling/burning sensation was felt by the pt. The electrodes were removed at midnight, at which time a wound 1.5cm in diameter was discovered with burned hair at the site of the right parietal electrode. Medical consult on (B)(6) 2012: observation of a black patch, approx. 2 cm in diameter, rounded, forming a thick, black crust, with no sign of inflammation, not sensitive to the touch, and no sign of surrounding infection. No other lesions on the body or head noted. The placement of the electrodes was done by an experienced nurse, following usual protocol. Second medical consult on (B)(6) 2012: lesion had regressed to approx. 1.5 cm in diameter.

Manufacturer narrative:
Complaint received from (B)(4) authorized rep ((B)(4)). (B)(4) received the complaint from (B)(6). Pt was treated with the following measures: prescription of biafine on (B)(6) 2012; ialuset plus and vaseline on (B)(6) 2012. No further info from (B)(6).